Manufacturer narrative:
This report is submitted on december 19, 2019.

Event description:
Per the clinic, the patient experienced skin inflammation, swelling and discharge. The patient was treated with antibiotics (oral and topical) and there was a skin revision (B)(6) 2019. The implant remains in-situ.